Event description:
Type of procedure: inguenal hernia repair. According to the reporter: two staplers malfunctioned as grinding, locking of handle, and malformed staples were observed. The incision was not extended by more than one inch and there was no unanticipated tissue loss. There was no bleeding reported in excess of 250cc. The case was not extended by more than 30 minutes and there was no related extended hospital stay. No device fragment or component fell into the patient's cavity. No device fragment or component fell into the patient's cavity. No device fragment or component was left in the patient.

Manufacturer narrative:
(B)(4).